Manufacturer narrative:
The field service engineer determined there was a blockage in the ise module tubing at a system reagent distributor block. The blockage was removed. Ise priming was performed. Precision studies were performed and these passed. The customer ran calibration and controls; these passed. The investigation determined the service actions resolved the issue. (B)(6).

Event description:
The initial reporter stated they received ise controller alarms on the cobas integra 400 plus and have had problems with it since the start of the evening shift on (B)(6) 2020. There was fluid overflowing out of the mix tower earlier that day. The mix tower was cleaned. Tests were recalibrated and controls were tested; these were acceptable. The reporter stated they then received discrepant ise results for six patient samples. The following assays were affected: na+ electrode, k+ electrode, and chloride electrode (cl). The initial values from these samples were reported outside of the laboratory. The samples were repeated on a second analyzer and the repeat values were believed to be correct. Corrected reports were issued for these samples.